Event description:
A (B)(6) female patient contacted zoll customer support to report that her battery charger was unable to charge her batteries. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the q1 current controlling transistor on the bedside board was shorted. The cause of the inability to charge is the shorted q1 transistor. The root cause of the shorted q1 was unable to be positively identified. No adverse event resulted from the defective component. The patient was issued a replacement charger/modem.